Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional proglide device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an ablation interventional procedure. Reportedly, there was no blood flow coming from the marker lumen of the proglide device when it was positioned in the vein although the device had been flushed successfully prior to use. The device was removed and an attempt was made to reflush the device; however, this was unsuccessful. An attempt was made with another proglide device; however, a cuff miss [suture retrieval issue] was noticed. There was resistance removing the device from the patient and it was noted that the suture had entangled with the device. The physician cut the suture to remove the device from the patient anatomy. The ablation procedure was completed. Hemostasis was achieved with a non-abbott device, a stitch, and manual pressure was applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.